Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the stoma openings of 10 (ten) wafers were off center which makes it difficult/impossible to connect to pouch. No photos were provided.

Manufacturer narrative:
Conclusion summary of the related event: based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented and defects simulation, the specific root cause could not be identified. Never the less, there are seven (07) conditions that could be considered, based on objective evidences and expertise, as contributor factors for this event and, one (01) opportunities for improvement were found: 1.materials investigations ¿fabric rolls not rolled uniformly ¿no welded or over welded flanges 2.process/methods investigation ¿wrong adhesive tape used for joint fabrics rolls. Opportunities for improvement: ¿introduce qc tooling used for quality inspection purpose in the calibration program to guarantee measurement assurance. 3.machinery / equipment/ software investigation ¿different movement relation vs cardan in the yamaha arm pads ¿if the cognex cameras of the vision system is not clean ¿in the vision system, the model in the system is not centralized ¿when the yamaha is not adjusted if the web index is moved, due to the positioning of the vision system no issues were identified for manpower, measurement and environment investigations actions will be taken for each factor and are going to be summarized on corrective action / preventive actions (CAPA) plan tw(B)(4). Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.